Manufacturer narrative:
The correction is as follows: date of event: (B)(6) 2018.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes are pushing off. One tube also had gel on the cap portion of the tube, and the cap was sticky on the outside. Lastly another tube would not fill due to a cap that was not fitted properly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes are pushing off. One tube also had gel on the cap portion of the tube, and the cap was sticky on the outside. Lastly another tube would not fill due to a cap that was not fitted properly

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed. Additionally, evaluation/testing of the customer samples was performed and stopper pop off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for stopper pop off with the incident lot was not observed as all samples met the required specifications. Additionally, the photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes are pushing off. One tube also had gel on the cap portion of the tube, and the cap was sticky on the outside. Lastly another tube would not fill due to a cap that was not fitted properly.